Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited inhibition of pacing due to sensing of myopotential that was noted via merlin transmission. Programming changes were made. The patient was stable.